Manufacturer narrative:
It is unknown which product line may be causing the patient's allergic reaction. The second product reported is the solanas posterior stabilization system. The system's implants are manufactured from surgical grade titanium alloy (ti-6al-4v, astm f 136) with an electrolytic conversion coating. The trestle luxe anterior plating system implants are manufactured from surgical grade titanium alloy and nitinol which comply with astm f136, astm f2063 & astm f36 standards. Instructions for use (ins-048) state: the trestle luxe anterior cervical plating system is contraindicated for: patients with probable intolerances to titanium, titanium alloy or its components (such as aluminum, titanium, or vanadium); patients with probable intolerances to nitinol or its components (such as chromium, cobalt, copper, nickel, niobium, or titanium). No investigation possible. Multiple attempts to obtain information have been unsuccessful.

Event description:
Patient having allergic reaction to with either trestle luxe or solanas.